Event description:
A malfunction was reported by the customer on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was informed they could continue using the pump and advised to get in touch if the malfunction code appeared again, which the customer acknowledged and understood.